Manufacturer narrative:
The module was returned and received for product evaluation. The unit was connected to a known good working hemosphere instrument for testing. There were normal blood pressure readings and a normal waveform that occurred. The system was left to run for 30 minutes and the readings remained stable. A visual inspection found no damage to the unit. The reported issue was not confirmed.

Manufacturer narrative:
The product has been requested for return, but has not arrived. Once the product has been returned and the product evaluation completed the findings will be submitted in a supplemental submission. There are four occurrences with this same clearsight module. The MDR submission numbers to link them are; 2015691-2023-11283, 2015691-2023-11284, 2015691-2023-11286, 2015691-2023-11287.

Event description:
It was reported that there was a failure with the clearsight module, during patient use. The aiq cuff was being used to monitor the patient's blood pressure reading. The reading was ten points off when compared to the nipb measurement. The exact reading of what was displayed and what was expected is not available. The issue was isolated to the clearsight module. When they received a replacement clearsight module they used it with the same other equipment and everything worked as intended. There was no inappropriate patient treatment administered. There was no patient harm or injury. The patient demographics were requested and are not available.

Manufacturer narrative:
The device has been requested for return for evaluation, but has not yet arrived. When the evaluation has been completed and the findings available, a supplemental submission will be sent with the results. The device service history record review was completed and all manufacturing inspections passed with no non conformities. There were three other incidents with this same clearsight module that occurred at the hospital. Those incidents will be submitted separately in an MDR. The submission numbers will be sent in a supplemental follow up report when available.